Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to faulty motherboard. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, visera 4k uhd camera control unit, to the olympus service center. Upon inspection and testing of the returned device, it was observed that error e116 occured. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned as part of the asset return process and e116 was identified, the electrical safety test was not performed due to the need to repair, the switches were unable to be fully inspected due to the e116 error. A test unit displayed e116 code after the newer model customer graphics processing unit (gpu) was inserted into the unit. The gpu returned a non-responsive result different from the technical guide. After re-inserting the original gpu, the image deployment adjustment passed, as well as the bit error rate test and tera term test on the inspection steps; however, the e116 error persisted. Exchanged the central processing unit from another test unit and confirmed that both parts were working properly, but the unit was still giving an e116 error. It was not possible to update or use the maintenance tool with this unit. Since the test unit was working properly before the customer gpu was used, the most likely issue was a faulty motherboard. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.